Manufacturer narrative:
(B)(4). Date sent: 10/30/2017. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the staple line and cut line approximately equal in length? What type of procedure was the device used in? On which firing stroke did the issue occur (1st, 2nd, 3rd, 4th)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? On which firing did this event occur (1st, 2nd, 8th, etc.)? What was the product code of the cartridge being used (gst60t, ecr60d, etc.)? How was the procedure completed? Did the issue cause any changes to the intraoperative or postoperative care of the patient? (B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the device will not be returning as it has been kept at the facility with no intent to release.